Event description:
Caller reported a cgm error, identified as error 42, with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, which resolved the error, and they were advised to wait 20 minutes before starting their sensor session, which they acknowledged and understood.